Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. Following the procedure, the patient experienced ongoing dyspareunia. There was no evidence of mesh exposure but the patient had repeat visits to pain anaesthetists and had sterior and local anaesthetic injections into wound sites. There was no mesh exposure at any point. The patient had ongoing use of a tens machine. No additional information was provided.